Event description:
Related manufacturer reference number: 1627487-2021-18312. It was reported the patient underwent surgical intervention wherein the leads were explanted for an unknown reason.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.